Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results occurred when the customer¿s non-vitros biorad anemia control fluid was processed on two different vitros 5600 integrated systems. The investigation was unable to determine a definitive assignable cause; however, an unidentified issue with reagent lot 4501 cannot be ruled out as a contributing factor. There is no indication the vitros 5600 instruments malfunctioned. There was no allegation that any patient samples were affected, and no allegation of patient harm. However, the investigation cannot conclude that patient samples were not or could not be affected if the event were to recur undetected. The assignable case of the event is unknown

Event description:
The investigation determined that higher than expected vitros tsh results occurred when the customer¿s non-vitros biorad anemia control fluid was processed on two different vitros 5600 integrated systems. Biorad anemia control tsh results of 0.119, 0.119, 0.121, 0.121 and 0.131 miu/l vs. An expected result of 0.075 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. However, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. This report is number three of three 3500a forms filed for this event, as three devices were affected. (B)(4).